Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device dislocation ('device dislocation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced device dislocation (seriousness criterion medically significant), multiple allergies ("allergies") and anaphylactic shock ("anaphylactic shock"). Essure was removed. At the time of the report, the medical device removal, device dislocation, multiple allergies and anaphylactic shock outcome was unknown. The reporter considered anaphylactic shock, device dislocation, medical device removal and multiple allergies to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-device expulsion, allergies, anaphylactic shock, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') and medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), multiple allergies ("allergies") and anaphylactic shock ("anaphylactic shock") and underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the device dislocation, multiple allergies, anaphylactic shock and medical device removal outcome was unknown. The reporter considered anaphylactic shock, device dislocation, medical device removal and multiple allergies to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-device expulsion, allergies, anaphylactic shock, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.